Event description:
The customer contacted physio-control to report that their device was powering itself on without any user interaction and it would have to be manually powered off. As a result, the device's internal batteries may become prematurely depleted and the device may not have enough power to provide adequate defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.

Manufacturer narrative:
The reported issue of the device lid being broken and the device would power on by itself could not be verified and the cause of the device powering itself on could not be determined. During evaluation, it was observed the reed switch was not seated in it's well and was loose. The reed switch was placed back in the well positioned properly and the device was reassembled. The root cause of the device remaining powered on when the lid is closed was due to the device reed switch becoming displaced from it's location. The device was destructively tested.

Event description:
The customer contacted physio-control to report that their device was powering itself on without any user interaction and it would have to be manually powered off. As a result, the device's internal batteries may become prematurely depleted and the device may not have enough power to provide adequate defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer was sent a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not yet returned.

Event description:
The customer contacted physio-control to report that their device was powering itself on without any user interaction and it would have to be manually powered off. As a result, the device's internal batteries may become prematurely depleted and the device may not have enough power to provide adequate defibrillation therapy if needed. There was no report of patient use associated with the reported event.